Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a posterior tear in a patient's left eye during laser assisted cataract surgery. The scrub technician believes that the phacoemulsification system could have been in the incorrect mode while polishing.

Manufacturer narrative:
There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the laser system had any effect on the integrity of the posterior capsule. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).